Event description:
It was reported that the 9800 system made a popping noise then had a fast stop and interlock errors. Also the vertical lift column would not work. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The ps2 power supply fuse was replaced during the service call. The system was tested and found to be working as intended and put back into service.